Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display.

Manufacturer narrative:
Submitted: (B)(4) 2014 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox data revealed the information for the reported event date of 9/16/2013 had been overwritten due to continued use. Review of the blackbox data did not reveal any evidence of ¿loss of prime¿. All warnings in the blackbox data were associated with a ¿cartridge change¿. On testing, the pump powered on normally and displayed the verify screen as intended. The display screen was noted to be dim and discolored. The pump was exercised for 24 hours with no ¿loss of prime¿ occurring during investigation. The force sensor was evaluated and found to be within calibrated within specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the force sensor assembly.